Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar decompression and fusion surgery due to lumbar disc herniation. Intra-op, the screw plug slipped. When found the screw plug slipped it was replaced with the new one. There were no patient symptoms or complications reported as a result of this event.